Event description:
It was reported the cutter would intermittently stop when the sample was being retrieved during a breast biopsy. The doctor was using automatic sampling, which should have returned the cutter automatically after the sample was taken, but the cutter would stop intermittently on the return. The doctor pressed the screen to force the cutter to return to the home position. No error codes occurred. The doctor tried a second probe, attempted to take samples and the cutter continued to stop intermittently when retrieving the sample. The doctor needed to use either the remote keypad or touchscreen to force the cutter to return after the cutter had stopped. After diligent sampling, the doctor managed to complete the case with no pt consequence.

Manufacturer narrative:
H3 evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the lemo connector blue seal replaced. The device was functionally tested, met all product requirements and returned to the customer.